Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and found that there was upstream occlusion (uso) seal contaminated. Customer complaint of pump displays error code 45982 confirmed through power-up test. Replaced printed wired assembly (pwa) board to correct the issue. Performed downstream occlusion (dso) /uso sensor calibration. The software was updated and the unit reset to standard configuration. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the pump displays error code 45982 when turned on with ac adapter connected and it was found out during testing. There was no patient involvement.